Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit was leaking helium.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to reproduce the reported issue. The cardiosave had a steady leak from the seal between the external helium tank and the internal pneumatic system. The bodok seal had not been changed when a new tank of helium was attached. I swapped the seal (lgb01401) and retested, the leak was within acceptable parameters. The device did not fail it is in working order.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit was leaking helium. There was no patient involvement.